Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged shipment of replacement pump, confirmed shipping details, instructed customer to allow pump battery to fully deplete and return damaged pump within specified time frame, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.